Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon extracting air from the cartridge, small pieces of "plastic" were observed floating in the syringe. Customer's blood glucose was 90 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.